Event description:
Boston scientific (bsc) received info that this pt was experiencing pain on her side and elevated thresholds were noted with this dextrus ventricular lead. A CT scan confirmed a perforation. Therefore, a revision procedure was performed and the lead was repositioned. Boston scientific did not make the event date available.